Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery. The physician advanced the 2.25mm x 8.00mm nc quantum apex mr balloon to the lesion for predilatation and upon the first inflation to 18atm the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).